Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the surgeon reported that the device was working without problem. Then suddenly, the generator sent an error tone. The surgeon disconnected and connected the device again. And when he realized the test, the blade broke. Another device was used to complete the procedure. There were no adverse consequences for the patient.